Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the final line of the homechoice cassette and the final bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that the final line of the homechoice cassette was not tightly connected to the final bag. Renal therapy services (rts) assisted in proper disconnecting procedures and reviewed proper set up. The patient would perform continuous ambulatory peritoneal dialysis to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.